Event description:
It was reported that the patient had a change in efficacy after the concentration was changed from 500mcg/ml to 2000mcg/ml on (B)(6) 2015. The patient presented to the emergency room (ER) due to being uncomfortable due to lack of efficacy (lack of benefit) on (B)(6) 2015. The patient experienced symptoms of increased spasticity, sweating, and tachycardia. It was noted that they were unsure of the timing of when the "bridge ended and when the symptoms began." There was an urgent 1:30 appointment on (B)(6) 2014 to adjust the dose. It was later noted, the patient was admitted to hospital on (B)(6) 2015. The catheter access port (cap) was checked and the cerebrospinal fluid (csf) flow was good. The cap was used to give a bolus. The drug was emptied from the pump. The cap was also used to empty the pump tubing and the catheter. After the bolus, the patient appeared comfortable. It was noted that the volume was correct. The concentration was changed back to 500mcg/ml, and the daily dose was resumed. The patient's care was transferred wi thin the medical center, but any further intervention remained unknown. It was noted that the issue was resolved, and the patient recovered without permanent impairment. The drug that was used via the device system was unknown baclofen.

Event description:
Additional information was received from a healthcare provider (hcp). The patient also had symptoms of nausea and leg stiffness, which resolved.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that the patient's weight at the time of the event was unknown.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2015 that the patient was being treated on 410 mcg/day of intrathecal baclofen and that after the concentration was increased from 500 to 2000 mcg/ml the patient had lost benefit. Information on dosing strategies and an explanation was requested. Additional information was received from a healthcare professional (hcp) on (B)(6) 2015. It was reported that the patient was also taking flexeril at the time of the event. The following drug treatment details were reported: baclofen [500 mcg/ml] at a dose of 418 mcg/day ending on (B)(6) 2015, baclofen [2000 mcg/ml] at a dose of 418 mcg/day starting on (B)(6) 2015 and ending on (B)(6) 2015, and baclofen [2000 mcg/ml] at a dose of 459.5 mcg/day starting on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).